Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received without parts to the 80 pound torque knob. Only the knob and shaft were received. Unit received with the lock having rotational and lateral movement and a residue buildup was present. Unit had new components added to replace worn internal parts. General maintenance and cleaning was performed. Root cause analysis - the reported complaint was confirmed. Unit received missing components of the 80-pound torque knob. The lock had rotational and lateral movement, requiring replacement of internal components worn from routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during post fossa craniectomy and clot retrieval procedure, the mayfield modified skull clamp (a1059) slipped and the patient received a 1.5 inch laceration to the mid parietal region with mild harm. The patient was in the supine position with 60 pounds of pressure applied. The device was replaced and the wound was sutured. There was no delay in surgery reported. Patient was reported as still in the hospital as of (B)(6) 2021.